Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: patient was implanted on an unknown date with matrix construct. On an unknown date squeaking at the matrix construct was audible. X-rays on an unknown date showed an increasing change in the rod length. Patient was returned to the operating room on (B)(6) 2012 for revision surgery. It was noted intra-operative that two of the five locking caps were loose. The remaining three locking caps were intact. This is #5 of 5 reports for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: not previously reported. Pedicle screw shows normal signs of use. Manufacturing documents were reviewed and no complaint related issues were found. The review of the production history revealed that the concerned pedicle screws and locking caps were manufactured according to the specifications. Unfortunately the exact cause of failure could not be determined. A possible failure reason could be that the rods were not placed perpendicular to the axis of the monaxial pedicle screw in l4 and l5. We therefore recommend using the polyaxial pedicle screws if possible. Another possible reason could be that tissue residues between the screw and locking cap may reduce the clamping between rod and locking cap which finally may lead to the loosening of the construct.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.